Event description:
Customer reports that the collimator remained in a closed condition after system completed a full boot. Second try gave the same outcome. Problem was discovered prior to any procedures beginning.

Manufacturer narrative:
Service inspected unit ordered hv cable assembly, flouro functions pcb and collimator. Hv cable was problem. System is ok to use.